Manufacturer narrative:
The system was serviced in the field and the monitor cable was replaced. It was noted that the power supply cable was accidentally sent to the site so the representative also replaced that cable as there was some slight wear on the one in use. The system passed all tests and was performing as intended. The cable was returned for analysis. The dvi connector on the returned cable has a bent pin that was shorting to another pin. Other relevant device(s) are: cable 9734775 dvi-m to hd15-m 6ft min, lot number: gl 2813 r. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside procedure. It was reported that there was physical damage to the monitor cable. There was no patient involvement. It was reported that the likely cause was due to wear from being placed in and out of cable holder on monitor arm.